Event description:
It was reported that limbs were detached from a vena cava filter. No patient injury was reported. A waiting additional details.

Manufacturer narrative:
The lot number has not been provided and the device history records are being reviewed. The investigation is currently underway.